Event description:
A healthcare professional reported left side "rupture" and "breast had visible lumps". Device has been explanted and replaced.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
A healthcare professional reported left side "rupture" and "breast had visible lumps". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken on the posterior side assessed as unidentified (tear) opening.(shell thickness was within specification) ¿ lump-nodule: unable to observe since it is a medical event and is not related to the device. No additional observation.